Event description:
During the treatment of a mca aneurysm (previously coiled 10 years prior) that recanalized, the framing coil was deployed and appeared to be stable. The microcatheter was removed to perform an angio run. Following the angio run, it appeared the coil had moved slightly. It was decided to prep a balloon to stabilize the coil. Before the devices could be advanced, the coil migrated from the aneurysm distally. An attempt was made to retrieve the coil using a snare unsuccessfully. The coil was secured to the vessel wall using an enterprise stent. Following the procedure, the pt woke up with paralysis of his right leg. On (B)(6) 2014, the pt was reported to have recovered and doing well. Patient information - pt identifier, age and weight are not available.

Manufacturer narrative:
Sample analysis: an evaluation of the actual complaint sample could not be performed as the device remains within the pt. The delivery pusher was reported to be discarded. The device history record was reviewed. No abnormal discrepancies or non-conformance's were observed.